Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal 1.5%pd2 and extraneal 7.5%pd2. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with meropenem, vancomycin and amikacin (dose, route and frequency were not reported) for peritonitis. Twelve days after event onset, the patient was discharged from the hospital and was recovered. Should additional relevant information become available, a supplemental report will be submitted.